Event description:
It was reported that the balloon ruptured. A sterling balloon catheter 6.00mm x 100mm, 80cm was selected for use to treat peripheral arterial disease by performing a percutaneous transluminal angioplasty procedure. The target lesion contained mild calcification and mild tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation. The catheter was removed as intended, and the procedure was able to be completed successfully using another sterling device without sequela.